Event description:
The lay user / pt contacted lifescan (lfs) in 2006 alleging that he was unable to obtain a reading on his one touch ultra meter.. In 2006 the pt felt tired and dizzy, had a headache, and experienced urinary frequency. He tried to test his blood glucose, however, was unable to obtain a reading. The pt contacted a med professional for advice and was tested on an unspecified meter and received a 132 mg/dl. Cca sent the pt a replacement meter. No further clinical info was provided. It would have been helpful to know the pt's diabetes regiman, readings prior to the incident, how many days the pt was unable to test on his device and whether the pt received error message when he was attempting to use the meter. On an uspecified time the pt was tested on another device and received a 132 mg/dl which does not reflect a "serious injury". Although the issue was resolved via troubleshooting, the complaint is being reported because the pt had symptoms that may be consistent with hyperglycemia and the meter did not provide a blood glucose reading at the time of the event.